Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed on the right atrial (ra) lead. The noise was reproduced with arm movements across the chest. Additionally, there were high out of range impedance measurements. As a lead fracture was suspected, the ra lead was surgically abandoned. During the procedure, the device was upgraded. No additional adverse patient effects were reported.